Event description:
Caller states that the customer obtained results of 32mg/dl and 253mg/dl on the same device within 10 minutes. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.